Manufacturer narrative:
Investigational summary: patient samples were negative for sars on the solana sars assays. All results were valid, and no false positives were detected for all patient samples. Positive control completed for the assay was positive.

Event description:
False positive: customer reported false positive result with solana sars. Negative sars but positive adenovirus on biofire.